Manufacturer narrative:
The device detailed in this report was returned to heartsine technologies as part of the fsca / recall z-0124-2013 with no allegation of any fault with the device. It was therefore initially assessed as non- reportable, however subsequent engineering investigation revealed a fault with the device which would classify the event as reportable. Investigation found the returned device to have a faulty membrane. The device records multiple manual power ups, mainly under 1 min duration which may indicate the user was regularly power cycling the device or the beginnings of membrane failure. The measurements taken during investigation would confirm a failing membrane.

Event description:
There was no pt involved in this event. This device was returned to heartsine technologies as part of the current fsca / recall, FDA ref: z-0124-2013. No fault was reported.